Event description:
Stated that a few years ago on three different occasions, while using the accusure syringes, the needle became detached. She no longer uses this brand of syringes, "but was wanting to know what she needs to do and if she receives anything due to this happening".